Manufacturer narrative:
Ocd performed retained testing, batch record review, and a complaint by lot review. Results were satisfactory. (B)(4).

Event description:
Customer reported that a patient sample with a positive antibody screen was tested with vra181 and an anti- e and anti-kell were thought to have been identified. However, further testing was performed and it was an anti-jka present in the patient¿s plasma. Patient typed as jka negative and only jka negative units were selected for transfusion. Account performed testing in manual gel with a 15 min incubation. They did not try extending the incubation time. No harm came to the patient.